Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the drill bit ø1.5 l74/57 f/core hole (part# 03.130.302, lot#f-23512, qty# (B)(4)) was returned and received at us cq. Upon visual inspection at cq, it is observed that the tip of the drill bit is broken. No xray¿s were provided so the embedded condition cannot be confirmed. The complaint is being confirmed for drill bit ø1.5 l74/57 f/core hole (part# 03.130.302, lot#f-23512, qty# (B)(4)). While a definitive root cause could not be identified for the reported problem, it is possible that the device might have encountered unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part: 03.130.302, lot: f-23512, manufacturing site: selzach, supplier: (B)(4), release to warehouse date: 27 nov 2017. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: a product investigation was conducted. Visual inspection: the drill bit ø1.5 l74/57 f/core hole (part# 03.130.302, lot#f-23512, qty# 1) was returned and received at us cq. Upon visual inspection at cq, it is observed that the tip of the drill bit is broken. No x-rays were provided so the embedded condition cannot be confirmed. Dimensional inspection: dimensional inspection of the received device was not performed at cq due to post manufacturing damage. Document/specification review: a manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. The relevant document(s) was reviewed: since the DHR is not available all the revisions were reviewed and no design issues or discrepancies were found during this investigation. Investigation conclusion: the complaint is being confirmed for drill bit ø1.5 l74/57 f/core hole (part# 03.130.302, lot#f-23512, qty# (B)(4)). While a definitive root cause could not be identified for the reported problem, it is possible that the device might have encountered unintended forces. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based upon these results, no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Patent identifier: (B)(6). Complainant part is expected to be returned for manufacturer review/investigation but has yet to be received. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on march 29, the patient underwent for a fracture fixation procedure. During the procedure, the drill bit broke while using by the surgeon inside the patient bone. Broken fragments are left inside the bone. The procedure completed successfully. There were no patient consequences are reported. This complaint involves one (1) device. This report is for (1) 1.5mm drill bit/mqc for threaded hole/74mm. This report is 1 of 1 (B)(4).